Event description:
The explanted generator was returned to the manufacturer on 02/06/2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Clinic notes were received indicating that the vns patient recently had seven simple partial seizures in a row. The patient did not have any complex partial seizures over the past six months. It is unclear if these seizures were epileptic or non-epileptic. It was noted that the patient was compliant with her medications and that stress was a trigger for her seizures. The patient¿s non-epileptic psychogenic seizure frequency varied depending on the patient¿s stress level. The patient¿s device was not near end of service. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s seizures were above pre-vns baseline levels. The patient began experiencing the increase in seizures in (B)(6) 2014. No programming/medication changes or other factors preceded the onset of increased seizure activity. The physician stated that the patient¿s device had to be replaced, but the reason for replacement was not provided. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Manufacturer narrative:
Date of event; corrected data: additional information indicates the event began in (B)(6) 2014.